Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during a surgical intubation performed using fibroscopy, once the intubation probe had been set up, it was found impossible to inflate the balloon. There was patient involvement.

Manufacturer narrative:
One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection of the device showed no damage or anomalies. Functional testing confirmed that the cuff inflated and deflated as expected; however, a cut was observed in the cuff of the set. The complainant¿s allegation was confirmed. The probable cause of the cut remains undetermined.